Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Additional manufacturer narrative: occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error or patient factors during valve implantation, and is not related to a product malfunction. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 21mm bioprosthetic aortic heart valve was implanted and after weaning the patient from bypass, the valve was noted to be seated nicely with no aortic insufficiency. Flow was seen in the left coronary ostia and appeared brisk. As the skin incision was being closed, the patient suddenly developed hypotension and the lv function appeared to deteriorate. The chest was emergently reopened and it was suspected that something must have happened to the left main. The patient was placed back on bypass and the valve was removed. The left coronary was patent and the surgeon assessed that somehow they must have impinged on the orifice of the left main despite being very careful and rotating the valve. Care was taken to place the stitches as deeply into the ventricle as possible, staying far from the left main. Another 21mm pericardial bioprosthesis was used in replacement. Tee showed the valve was seated nicely with good flow in the left coronary. The patient tolerated the procedure well and was taken from the or to the ICU in stable condition. She was discharged to a rehab facility on postoperative day 16.

Manufacturer narrative:
(B)(4).